Event description:
During a cystoscopy procedure, when the visual urethrotome was attached to the working element with the knife electro engaged and the telescope in place, a guidewire would not pass through the 5fr channel of the sheath. The wire got hung up in the electrode channel and the working element got jammed. When the surgeon removed the working element out of the sheath, the wire broke. To complete the procedure, the doctor had to open the pt. All devices were safely retrieved.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hosp have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.